Manufacturer narrative:
The patient was born on an unreported date in 1954. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported to be due to vision problem (no further detail was provided as how pd therapy was impacted). The patient was hospitalized for the event on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported). Twenty one days after onset, antibiotic treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.